Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1006488 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. All tests were run in duplicate, were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 190-000 / lot 1006488 and test base part number 190-430 / lot 1006488. Quality control release testing met specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1006488 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient samples.. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Event description:
The customer reported false negative results with the ID now covid-19 assay. The customer reported that a luminex aries pcr test for covid-19 was ordered. A nasopharyngeal (np) sample was collected with a np flocked swab on (B)(6) 2020 at 1645 for pcr. Due to the delay in obtaining pcr results, the ID now covid-19 test was also ordered. At 2009, a nasal kitted swab was used to swab both nostrils and direct tested with ID now covid-19 assay. The results were negative. Subsequently, the pcr test results returned positive results (CT values not provided). On (B)(6) 2020 at 1820, a repeat test with the ID now covid-19 assay on a new direct tested nasal sample swab generated positive results. On (B)(6) 2020 at 0433, confirmation testing on a np flocked swab in viral transport media with hologic generated positive results. The customer confirmed there was no death or serious injury based on the ID now covid-19 results. The impact to patient treatment based on the ID now covid-19 results was unknown. The patient presented to emergency department (ed), reported he had previously tested positive for covid-19. A pcr test was ordered but due to delay in results, the ID now test was used. The patient was held in ed, and the next day a second ID now covid-19 test was performed. At the time of testing, the patient's symptoms included a fever. The customer reported remedial action of hospitalization (not specified if this was in reference to being held in the ed during testing for covid-19 or for treatment for the reason the patient presented to the ER). No further patient information, such as treatment, was provided. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. The pi states negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a potential false negative result leading to no or delayed treatment, this event shall be considered reportable.